Manufacturer narrative:
The permanent cautery spatula instrument involved with this event has not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted thymectomy procedure, the insulation on the distal end of the permanent cautery spatula instrument broke off and fell inside the patient. Upon retrieving a broken fragment from the instrument, the surgical staff determined that there were possibly additional broken instrument fragments that were missing. The surgical staff was unsure if the missing fragments had actually fallen inside the patient.

Event description:
It was reported that during a da vinci-assisted thymectomy procedure, the dark grey insulation area from the tip of permanent cautery spatula instrument broke off, fell inside the patient, and was retrieved. However, the surgical staff was unsure if all of the instrument fragments were retrieved. On 05/04/2016, intuitive surgical, inc. (Isi) contacted the isi specialty sales manager who was present during the surgical procedure. According to isi specialty sales manager, he noticed that the surgical staff had unspecified difficulty removing the permanent cautery spatula instrument from the instrument tray. He did not know if the instrument got caught on the instrument tray or some other object while the surgical staff was getting ready to install the instrument. After the permanent cautery spatula instrument was installed, the surgeon was able to use the instrument for about 40 minutes without any issues. At an unspecified time during the procedure, the surgical staff noticed a small black piece in the surgical field which was retrieved with an unspecified laparoscopic instrument. At that point, the surgical staff inspected the tip of the permanent cautery spatula instrument and noticed that the grey insulation part of the instrument was broken. Based on the size and shape of the broken instrument fragment that was retrieved, the surgical staff concluded that there was possibly another broken fragment or other fragments that were missing. The surgical staff did not know the location of the missing fragment(s). The surgical staff also did not know if the missing fragment(s) had actually fallen inside the patient. No x-rays were performed. The surgical staff replaced the permanent cautery spatula instrument during the case. The surgical procedure was completed with no further issues. The isi specialty sales manager stated that no post-operative complications have been reported and there were no instrument collisions during the case.